Manufacturer narrative:
Concomitant product: syringe tube, therapy date (B)(6) 2016. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer requested a review of the device logs because of an event that occurred while a patient was receiving infusions of prismasol at 105 ml/h, tpn at 15 ml/h and 20% lipids at 1.5ml/h. The patient experienced vital sign changes with a decreased heart rate to 80 and decreased oxygen saturation to 44%. Cardiopulmonary resuscitation was initiated, however, the patient expired. The customer is unsure whether or not the infusions caused or contributed to the event.

Manufacturer narrative:
The customer¿s request for a log review to determine programming around a patient event was completed. The event was reported to have occurred between 0300 and 0500 on (B)(6) 2016. The pcu event log review begins at 3:31 am on (B)(6) 2016. The profile in use was identified as cvicu. Analysis of the pcu event log shows that there were four devices attached to the pcu during the time of the reported event; only two devices were actively infusing at the beginning of the requested timeframe. One pump module, labeled as channel b was running a basic infusion at 105ml/hr; a second pump module labeled as channel d was infusing tpn at 15ml/hr. A syringe module labeled as channel a and a pump module labeled as channel c were idle. The basic infusion running at 105ml/hr on channel b completed at 3:38 am and went into kvo, and was then channeled off. Between 3:42 am and 3:54 am six attempts were made to restore and start the infusion, however the infusion never started and no fluid was delivered due to the device repeatedly alarming for check IV set. Channel c, previously idle, was selected and programmed to run a basic infusion at 105ml/hr with a vtbi of 500ml. This device also alarmed for check IV set and was subsequently channeled off with no fluid delivered. The tpn infusion running on channel d, was previously infusing at 15ml/hr prior to the start of the log review, was then programmed for a delay for 5 minutes twice, and the infusion was eventually restarted at 3:42 am. This infusion ran until 4:07 am when the device was channeled off, shutting down the system. The volume recorded as being infused for unit d during this period was 6.236ml. No devices were returned for investigation, and no allegation of a product failure was made.